Event description:
It was reported that in the year following the implant procedure, both the right atrial (ra) and left ventricular (lv) leads had dislodged. Once dislodged, the ra lead had perforated the right atrium of the patient. The physician elected to explant the ra, lv, and right ventricular (rv) leads and implant a new lead system to resolve the event. No additional patient consequences were reported.